Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The patient presented to the emergency room with an acute myocardial infarction. The target lesion was located in the 100% occluded proximal left anterior descending artery (lad). It was noted that an unknown stent was placed at a different facility one week prior which now revealed thrombosis. The physician performed thrombectomy and it was noted that there was a lesion proximal to the placed stent. A 3.0x28mm taxus liberte stent delivery system (sds) was advanced to the lesion and was successfully deployed at 18-20atms for 10 seconds. When the stent delivery balloon was deflated the physician was unable to remove the balloon from the deployed stent. The physician felt that the stent delivery balloon got hung up on the gap between the implanted stents. Two additional guide wires were advanced to the lesion along side the stent delivery balloon and after 20 minutes the physician was finally able to remove the balloon from the patient. To fully appose the stent a 3.5mm nc quantum apex balloon was advanced to the lesion and inflated and the procedure was completed with good results. No patient complications were reported and the patient' current condition is fine.